Event description:
The customer reported "patient reported she felt shock sensation through her right heel up into her leg. Husband removed sensor probe from her right toe and called for rn. Pt denies any further pain or discomfort. Per rn no visual signs of injury to patient." There was no patient impact or consequence reported.

Manufacturer narrative:
A response was received from the customer on 5/13/24, subsequent to filing the initial MDR, with additional details including the lot number and confirmation of details regarding the return of the sensor. The sensor was initally received on an older record initiated in november 2023. The evaluation confirmed there was no external damage, defect and no exposed wires. The sensor could obtain values on the lab monitor during testing. There were no shocks produced when testing on the technicians finger and the voltage was within the acceptable limits. The sensor functioned as designed. The lot number, UDI, date received at factory and device manufacture date which were unknown when the initial report were filed have been included in this report as new information.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo received a medwatch notification on 4/17/24. Communication was established with the masimo representative working with the customer facility to obtain more details and clarify the issue and reported lot number. To date, the lot number provided on the medwatch has not been received by masimo in order to complete an evaluation on the product. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned.

Event description:
The customer reported "patient reported she felt shock sensation through her right heel up into her leg. Husband removed sensor probe from her right toe and called for rn. Pt denies any further pain or discomfort. Per rn no visual signs of injury to patient." There was no patient impact or consequence reported.